Manufacturer narrative:
Patient code e2330 captures the reportable event of chronic female pelvic pain. Patient code e1715 captures the reportable event of scarring. Impact code f1905 captures the reportable event of urethral sling excision.

Event description:
It was reported that the patient underwent an obtryx system-halo device implant procedure on (B)(6) 2019. During the same surgery, total vaginal hysterectomy, a salpingectomy, anterior and posterior repair, enterocele repair, perineoplasty, and vaginal suspension procedures were also performed. It was noted that following this procedure, the patient developed vaginal cuff cellulitis. On august 26, 2022, the patient was diagnosed with chronic pelvic pain and urinary dysfunction. The patient underwent an exam under anesthesia, revealing severe vaginal scarring of the anterior vaginal wall and vaginal cuff. Cystoscopy confirmed the bladder was enlarged with left and right posterior wall diverticulae; however, no foreign bodies, lesions or trauma were noted. Subsequently, a partial sling removal was performed. After careful dissection through dense scar tissue, the transobturator sling was found at the level of the bladder neck. The dissection was taken back to the level of the bilateral inferior pubic rami to release the maximum amount of sling mesh. Evaluation of the urethra demonstrated tit to be intact. Additionally, it was noted that the patient underwent a series of 3 ml aliquots of 0.25% marcaine injected into the vaginal cuff and was prophylactically administered 900 mg of clindamycin. There were no further patient complications.

Event description:
It was reported that the patient underwent an obtryx system-halo device implant procedure on (B)(6) 2019. During the same surgery, total vaginal hysterectomy, a salpingectomy, anterior and posterior repair, enterocele repair, perineoplasty, and vaginal suspension procedures were also performed. It was noted that following this procedure, the patient developed vaginal cuff cellulitis. Additionally, dyspareunia, severe vaginal scarring, further urinary problems, different kinds of pain such as chronic, pelvic, flank, and lumbar, nerve pain, and loss of enjoyment of life were also experienced by the patient. On (B)(6) 2022, the patient was diagnosed with chronic pelvic pain and urinary dysfunction. The patient underwent an exam under anesthesia, revealing severe vaginal scarring of the anterior vaginal wall and vaginal cuff. Cystoscopy confirmed the bladder was enlarged with left and right posterior wall diverticulae; however, no foreign bodies, lesions or trauma were noted. Subsequently, a partial sling removal was performed. After careful dissection through dense scar tissue, the transobturator sling was found at the level of the bladder neck. The dissection was taken back to the level of the bilateral inferior pubic rami to release the maximum amount of sling mesh. Evaluation of the urethra demonstrated tit to be intact. Additionally, it was noted that the patient underwent a series of 3 ml aliquots of 0.25% marcaine injected into the vaginal cuff and was prophylactically administered 900 mg of clindamycin. There were no further patient complications.

Manufacturer narrative:
Block h6: patient code e2330 captures the reportable event of chronic female pelvic pain. Patient code e1715 captures the reportable event of scarring. Impact code f1905 captures the reportable event of urethral sling excision. Patient code e1405 captures the reportable event of dyspareunia.